Event description:
It was reported that this pacemaker showed evidence of atrial undersensing at times, and possible noise and oversensing on atrial tachy response (atr) electrograms (egms) during atrial arrhythmias. The pacemaker remains in service. No adverse patient effects were reported.